Event description:
The manufacturer received information that a patient with a rep dreamstation auto bipap device has passed away. The patient's wife was requesting a return label to return the device. There was no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.